Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of all provided lot number(s) that could have contributed to the reported defect.

Event description:
It was reported that prior to use product was discovered to be damaged, have foreign matter as well as scale marking issues with a bd 1ml luer-lok¿ syringe. The following information was provided by the initial reporter: damaged, fm, scale marking issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7321522. Medical device expiration date: 2022-11-30. Device manufacture date: 2017-11-17. Medical device lot #: 8161661. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-06-10. Medical device lot #: 8271675. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-28. Medical device lot #: 8275743. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-02. Medical device lot #: 8288598. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-15. Medical device lot #: 8292649. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-19." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use product was discovered to be damaged, have foreign matter as well as scale marking issues with a bd 1ml luer-lok¿ syringe. The following information was provided by the initial reporter: damaged, fm, scale marking issue.